Manufacturer narrative:
Image evaluation summary: photo 1; image shows a resolute integrity device and a shelf carton. The stent appears to have deformation to the distal stent wraps with struts appearing raised. The lot number on the shelf carton corresponds to the lot number on gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the mid left anterior descending artery, exhibiting 85% stenosis. Nature of the lesion was thrombus. There was no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. It was reported that the device failed to cross the lesion. Image received shows that the stent is deformed. The deformation occurred during positioning at lesion. It was reported that clinical confirmed that event was not a product quality issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.